Event description:
In 2003, pt went to get medication and the year old port was accessed x4 times and there was no blood return and there was swelling around port with flushing. A chest x-ray was performed and the catheter portion of the port had broken and the fragmented piece of catheter migrated to the pulmonary artery. Fragmented piece was removed by cardiologist in 4/2003. The remainder of port remains implanted at present and is scheduled to be removed next week. Parent stated that pt had no symptoms or complaint in area prior to accessing of port in 2003. Stated the port worked fine last month.